Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 201mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.